Event description:
Information was received from the intermacs registry on (B)(6) 2015 stating: patient presented to ER via ems for altered mental status. Family found pt unresponsive this am at 0545, "foaming" at the mouth. Called ems. Ems arrived at (B)(6) ER 0615, discovered pt to be pulseless on exam and vad batteries completely dead. At this time, ER initiated CPR and acls measures. She received 4 cycles of chest compressions, 2 mg epi, and 2 amp's sodium bicarb. Vad batteries obtained from inpt cardiac unit, with return of vad power (pt still pulseless, which is her baseline). At this time she was brought to the ICU for further management. The patient expired on (B)(6) 2015. Additional information was requested but has not been provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The attached user facility medwatch report was received from the intermacs registry. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.